Event description:
The customer reported that the manual entry system was down and that there were some cosmetic issues with the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The svc rep replaced the interconnect cable, missing cable pushers and a broken top cover. The system was tested and found to be working as intended and put back in service.